Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the implantable pulse generator (ipg) was shutting off randomly. Patient reported difficulty charging; has to stand for 4 hours. An impedance check showed contacts 5 and 7 greater than 10,000 ohms. It was reported the rep programmed around and lowered rate from 70-50. It is unknown if the issue has resolved and if surgical intervention will take place. No further complications were reported/anticipated.

Manufacturer narrative:
An update was made. The event is now both a product and adverse event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that it took 4 hours to charge and last 3 or 4 days. Patient reported hard to get bars. Patient reported turn over, shuts off. Patient reported it was a pain in the behind and did not like to use it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.